Event description:
An optometrist reported that a patient who underwent lasik stayed on the steroid drops for three weeks, despite being told to discontinue them after five days. After the patient discontinued the steroid drops, he reported photophobia. He was placed back on steroid drops to treat the photophobia. The photophobia resolved, however, the iop (intraocular pressure) increased. The iop was lowered in the office with topical medications and the steroid drops have again been discontinued. This report concerns the patient's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).